Manufacturer narrative:
Additional manufacturer narrative: this report was found to be a duplicate of MDR # 2015691-2019-02772.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this valve was explanted from the aortic position after an implant duration of 13 years and 3 months for unknown reason. A 25mm valve was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.